Event description:
It was reported that an unspecified baxter set leaked during use with an automated compounding device. The event was further described as valve set tubing leaking out around the clinisol bag. This issue was identified in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.